Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that patient had the temporary device and it worked. He got the permanent device and it worked in the beginning but now he was having slow stream and lack of bladder emptying. The patient was not feeling stimulation. We were not able to check his settings because his patient programmer (pp) stated low batteries. The patient was going to get new batteries and then call back. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that once replaced battery device worked properly.

Event description:
It was later reported that nothing indicated batteries were low and change them out. The lack of stimulation and bladder not emptying has not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.